Manufacturer narrative:
No unexpected button error alarms were noted. The act button was intermittently responsive, due to corroded keypad traces. The device was also received with a cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 91 mg/dl. The customer stated she had been sweating, which may have gotten into the insulin pump. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.